Event description:
It was reported that the device had a volume failure 21.25; 21.31. The fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a scratched lcd lens, worn keypad overlay, worn uso seal, and lifted dso seal. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the expulsor was the root cause. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.